Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that after priming the cartridge for a routine hemodialysis treatment, the operator had difficulty removing the arterial line from the priming spike and the luer connector cracked. The operator decided to make the patient connections anyway and initiated the treatment. Once the treatment started, the arterial luer connection began leaking a small amount of blood. The operator reseated the arterial luer connection and the leak resolved, however, air had entered the arterial line. The operator was able to clear the air and completed most of the treatment before air returned in the arterial line and the filter. The operator ended treatment without rinseback due to the amount of air in the circuit, resulting in an estimated blood loss of 150cc. No medical intervention was required.

Manufacturer narrative:
The cartridge was discarded prior to contacting nxstage, and was therefore not available for evaluation. The actual cause of the cracked luer connector is not known. This component is a standard rotating luer connector that is widely used throughout dialysis. The user's guide states to thoroughly check cartridge for fluid leaks. If leaks are observed terminate treatment and rinseback blood. Nxstage has reviewed the event with facility staff who will provide additional training. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.